Event description:
It was reported that (1) device was used during a laparoscopic assisted vaginal hysterectomy. It was reported by the rep that the lcsk5 device reported as not working properly (no other info known other than it was used with a luke handpiece). Another device was used to complete the case. There was no consequence to the pt.